Event description:
It was reported that the customer received an altitude alarm that could not be cleared. Customer indicated that alternate insulin therapy (insulin pens) would be used. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.